Event description:
Potential for injury associated with a tdxsp-mcg power chair with the right drive tire off the ground. This could cause the device to become unstable and may cause injury to the user.